Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced an issue with data synchronization. A technical support specialist stated the customer to resolve the issue follow the 3 things, make sure the application server has enough ram and adjust the sync 2.0 settings to give it more time to generate the snapshot files. Then check maintenance processes for issues that might explain the performance issues and once sync 2.0 manages to generate its snapshot files. The tsc confirmed that the full synchronization was completed to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was issue with data synchronization. The customer reported that the malfunction occurred when the user was trying to issue medication to the patient. There was no delay as they have used another station. There were no adverse events or injuries reported based on this incident.